Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10152242. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates microcatheter (rebar 18 0.021" /covidien /ev3) catalog & lot unknown.

Event description:
During the procedure the stent (enc452200/10152242) guided in the microcatheter (rebar 18 0.021" /covidien /ev3). The stent could be pushed only a few cm into the microcatheter, before there was resistance. The stent has been separated and got stuck at the beginning of the microcatheter. The microcatheter was visually checked and no damages could be seen. The product was stored according to labeling instructions.

Manufacturer narrative:
During the procedure, the stent (enc452200/10152242) could be pushed only a few cm into the microcatheter (rebar 18 0.021" /covidien /ev3) before there was resistance. The stent was dislodged from the delivery wire in the rebar18 microcatheter with 1mm of the stent in the hub; the flared ends were visible. It got stuck at the beginning of the microcatheter. The stent and microcatheter were removed as a unit from the patient. The microcatheter was visually checked and no damages could be seen. The product was stored according to labeling instructions. An adequate continuous flush was maintained through the microcatheter. A new microcatheter (details unknown) was used to complete the procedure. It is unknown if it was verified that the introducer was fully seated & secured in the hub. The device moved out forward out of the introducer during insertion in the hub. Aside from the deployment of the stent, there were no other damages noted on the stent after use. Excessive force was not applied to the device during insertion. There was no vessel damage related to the event and the event was not associated with any serious injury. One non sterile enterprise vrd was received coiled with a non codman microcatheter (mc), reported as a rebar 18 o.o21¿, inside of a plastic bag. The enterprise stent was received in the mc hub. The delivery wire presented no visual damaged. The involved mc presented no visual damaged. No other anomalies were observed on the received unit. The enterprise stent was observed under a microscope through the mc hub and no anomalies were observed. The measured ID of the returned non codman mc was 0.021¿. Because the stent was deployed, a lab sample enterprise was used to perform the functional analysis. It was noted with functional testing that a gap exists between the non codman mc hub and the enterprise introducer tube when seating the introducer in the hub. The presence of this gap is a likely contributing factor to the inability to insert the enterprise into the hub. The introducer was then used with a codman mc and was successfully seated in the hub. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10152242. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported deployment of the stent in the noncodman microcatheter hub was confirmed. Based on the functional testing it appears that the introducer-hub interface, the gap between the returned microcatheter hub and introducer when seating the introducer contributed to the reported event. Proper seating of the introducer in the microcatheter hub creates an uninterrupted channel for transfer of the stent from the introducer to the catheter body. If there is a gap, the stent will expand as it enters the gap. This will result in resistance and if the introducer backs out further the stent will expand and deploy. The returned enterprise system did not present any indication of manufacturing defect or anomaly contributing to the event as reported. There was no gap when testing the introducer with a codman lab sample microcatheter. The instructions for use outlines that the enterprise vrd system is designed for use with the prowler select plus infusion catheter (a 0.021¿ inner diameter, 5 cm distal length infusion catheter) and cautions that compatibility with other infusion catheters has not been established. Procedural factors and the concomitant microcatheter appear to have impacted the reported event. Neither the analysis or device history records indicate a relationship to the enterprise manufacturing process; therefore, no corrective actions will be taken.